Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigated received picture: the complaint condition that the drill bit did not cut or broke during use, cannot be confirmed according to the received pictures. Device history lot part: 03.503.476s, lot: 5l61794, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: aug.06, 2019, expiry date: july 01, 2029. Device was first manufactured unsterile under the lot u341904 in by a us supplier and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 03.503.476 with lot u341904 were reviewed: a DHR file could not be reviewed as it has not yet been scanned into tungsten as of dec 10, 2019 , but jde confirmed that the lot was released for sale jul 02, 2019. If a DHR file becomes available in the future, the review (of the DHR) will be revisited. A search in mdd non-conformance module confirmed that no non-conformance occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device received and investigation requested.

Event description:
Update: this report is 2 of 6 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in the united kingdom as follows: it was reported that, on (B)(6) 2019, during an unknown procedure there was an issue with the trans-buccal drill bits. None would cut and one broke, tips blackened. No fragments were left in the patient. A standard intra-oral drill bit was used as a replacement. This complaint involves four (4) devices. This report is for one (1) matrixmandible 1.5mm drill bit j-latch for 03.503.045/.047. This is report 1 of 4 for (B)(4).